Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the implant fractured during the procedure. All pieces were removed from the patient's wound and a second anchor was used to successfully complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the anchor of the device was fractured, one piece of the anchor was taped to the cavity, the other piece remained in the inserter. Sem imaging was able to identify ductile overload dimples present in several areas of the fracture surface, suggesting the overload failure mode. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. The reported event is confirmed as the returned product is broken. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.